Manufacturer narrative:
Additional information was received indicating that a loader with a 20+ loads experience confirmed a good load of the valve via visual, tactile, and fluoroscopic methods. Following the implant of the non-medtronic valve two snares were used to withdraw the dislodged valve into the descending aorta. It was also noted that the patient had a significant calcification at the aortic annulus and a tortous aorta. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There are no valve load checks for this event. There are two still photo clips related to this event received for review. The imaging provided can only confirm a non-medtronic valve is deployed in the annulus and the medtronic valve is deployed in the ascending aorta. There is no imaging provided confirming the procedure events as stated in this report. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. Infolding events are typically related to patient anatomical factors (i.e., calcification level and location, left ventricular outflow tract (lvot) anomalies, bicuspid valve, etc.) And procedural factors (valve sizing, bav, loading, and user technique). In addition, the nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system (dcs). During either the loading or deployment process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. In this case, the infold possibly occurred due to significant calcification at the patient¿s aortic annulus. However, based on the available information, a conclusive cause could not be determined. It was reported that the infold resulted in severe paravalvular leak (pvl) and required a post-implant balloon aortic valvuloplasty (bav) with a non-medtronic balloon. During the bav, the valve dislodged. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the infold resulted in severe pvl. In addition, potential factors that can influence a dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and several others. In this case, it was reported that the valve dislodgement occurred during the post-implant bav. This indicates that the probable cause of the valve dislodgement is due to the post-implant bav. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Per the image review, the reported severe pvl and post-implant bav cannot be confirmed. Per the evolut system instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." A non-medtronic valve was successfully implanted, and no further adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Trends for these event types are being assessed. To further investigate these events of infolding, a CAPA has been opened. No further action is recommended at this time. Updated data: h6 method, result, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve, the valve had an infold at the annulus, that extended the length of the entire length of the valve. The infold resulted in severe paravalvular leak (pvl) and required a post-implant balloon aortic valvuloplasty (bav). During the bav with a non-medtronic balloon, the valve dislodged. A 26mm non-medtronic valve was able to pass through the dislodged valve and was successfully implanted. The first medtronic valve was retracted to the descending aorta. No additional adverse patient effects were reported.